Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up visit, device back up vvi mode was observed. The device had reached normal elective replacement indicator. The device was unable to store a device image and was unable to be restored due to the back up vvi mode and the device being in normal elective replacement indicator. Due to the device being low on battery the communication with the device was not possible. Device was explanted and a new device was implanted. Patient was stable prior, during and post procedure.

Manufacturer narrative:
The reported event of backup vvi was confirmed in the laboratory and was due to transient low battery voltage and this is consistent with battery capacity approaching end of life voltage life indicated by rising battery impedance measurement. The device was tested on the bench and the device had normal functionality with a new battery replacement. Based on the device settings, a longevity calculation was performed and found to be within expected limits.